Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2014 ¿ november 11, 2014. The device was received for evaluation. Visual inspection revealed a black particle, approximately 0.02 square mm in size, embedded in the material of the stress member. The particle was not in contact with the fluid pathway as it was completely embedded. No black mark on the reservoir was identified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on its reservoir. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.